Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass grafting, the needles were detached from the sutures. The issue was resolved in order to complete the case by replacing the suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.